Event description:
It was reported that during a prostate procedure, a decrease in vaporization @ 23,237 joules was noted. Gland volume 40 ml. Time expended 4:17 minutes. The procedure was completed with an alternate procedure (turp). "No injuries" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap remains attached and exhibits a drilled through condition; there is some white unknown substance noted inside the fiber cap tip; the bevel section is melted; the glass cap exhibits moderate detritus adhesion; the heat shrink tube exhibits severe melting at the open end; the glass cap is bent at the uv glue zone but still within the heat shrink tube. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.